Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post-implant, the physician performed an echocardiogram and discovered a small perforation. The right ventricular (rv) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.